Event description:
It was reported that during the procedure, after advancing a 300cm versacore guide wire via femoral access into a 7fr pinnacle sheath, and past a moderately calcified lesion in the moderately tortuous distal superficial femoral artery (just before the popliteal artery), a non-abbott support catheter was extremely difficult to advance and retract over the versacore guide wire as the device would become "hung up" on the polyethylene jacket of the versacore guide wire; force was applied during advancement and retraction, resulting in severe bends through the versacore guide wire. The versacore was withdrawn from the anatomy without issue and a 035 non-abbott guide wire was advanced past the lesion. A 6.0mm x 100mm x 135cm absolute pro vascular self-expanding stent system (sess) was then introduced onto the guide wire and advanced without resistance to the sfa lesion. When releasing the absolute pro stent, the distal 1/3 of the stent had expanded when the thumbwheel was difficult to turn; force was applied to the thumbwheel and the guide wire was adjusted, resulting in a stretched but fully released and expanded absolute pro stent completely within the intended target site. The absolute pro delivery system was then withdrawn from the anatomy without issue and the procedure was considered completed. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: sheath: 7fr pinnacle; other: spectranetics quick-cross support catheter. (B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi torque steerable guide wire instructions for use (IFU) states: torquing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation. Always advance or withdraw the guide wire slowly. Never push, auger, withdraw, or torque a guide wire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. Based on the reviewed information, no product deficiency was identified.